Event description:
Customer alleged discrepant blood glucose results of 77 mg/dl and 359 mg/dl when testing was performed back-to-back on the advantage system. Customer reported having no symptoms. Customer reported no treatment/action based on results. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.